Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 325cc mentor smooth round moderate profile saline breast implant (catalog number 3501650, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with a 325cc mentor smooth round moderate profile saline breast implant and experienced postoperative right-sided rupture. The diagnosis was confirmed by physician upon examination. As a result, the patient's impacted device was explanted on (B)(6) 2019.